Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range pacing impedance measurement on the left ventricular (lv) channel. Currently, impedance measurements are 1970 ohms. No adverse patient effects were reported.